Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist states due to the dynamic nature of malocclusion and the presence of tmd, continued unsupervised treatment poses a significant risk of exacerbating the patient's condition. It is my recommendation to discontinue participation in online orthodontic services immediately and seek comprehensive, in person orthodontic evaluation and management. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.